Manufacturer narrative:
Main investigation conclusion a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) , and the reported respiratory failure, hypertension, and pulmonary edema could not be conclusively determined through this evaluation. A direct cause for the reported event also could not be determined. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the hm3 lvas, including respiratory failure and hypertension. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. In section 1 ¿introduction,¿ this IFU lists adverse events that may be associated with the use of heartmate 3 lvas, including respiratory failure and hypertension. The relevant sections of the device history records for mlp-025114 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the patient had lactate dehydrogenase (ldh) levels of 4.5 and a metabolic acidosis requiring bilevel positive airway pressure (bipap) machine. The patient's mean arterial pressure was in the 100s. The patient was started on clevidipine. Blood cultures were drawn which came back negative. Shock was likely cardiogenic in the setting of hypertensive emergency and an left ventricle assist device (lvad) patient. The patient was restarted on their home medications, except for their diuretic. With the reintroduction of antihypertensive by mouth, cledvidepine was titrated off. The right heart catherization showed no evidence of shunting but elevated right atrial (ra) filling pressures and a wedge of 19 as well as mild pulmonary hypertension. This was following fluid resuscitation in the emergency department (ed). A transthoracic echocardiogram (tte) showed severely dilated left ventricle as well as severe atrial enlargement, though these findings are relatively unchanged from prior echocardiograms. Gentle diuresis was reintroduced following right heart catheterization (rhc). She was transitioned out of the cardiac intensive care unit (cicu) on the evening of (B)(6) 2021. On the day of discharge map was well controlled with the following antihypertensive regimen of entresto 97/103 twice a day, coreg 6.25 mg twice a day, nifedipine 60 mg every day (amlodipine was discontinued in favor of nifedipine for antihypertensive effects). Lvad parameters were stable throughout admission with flows trending up with improved bp control. The patient had no critical alarms, including low flow, during hospitalization. Ldh was stable and their driveline was without signs or symptoms of infection. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had pulmonary edema with a shock-like presentation.